Event description:
Customer informed that 2 months earlier to the meter to lab comparison, the meter was giving pt high results (results unknown). One day, patient altered their rapid insulin dosage according to meter results. Pt fell down the stairs because pt was feeling dizzy. Pt did not attribute this situation to the meter or the insulin intake. Pt was taken to hospital where they were tested with a hospital meter and were given IV serum and "something was added to the sergum". Hospital results unknown. No change in treatment. In the last two months pt has been using the same gluco touch meter and taking insulin according to meter results. During the past 2 months, as pt informed, pt was not confident with meter results, since pt considered the values too high. Pt also informed a valve of more than 500, as gluco touch does not read over 500. When informed of this, pt corrected to the hi message. Pt informed that they had been hospitalized for more than a month. Later, pt stated that they were discharged from the hospital on the same day they were admitted. Customer then did a meter (272 mg/dl) to lab (200 mg/dl) comparison with a difference of 36% and called lfs. No change no treatment. Meter replacement.